Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to infuse saline solution into the catheter when flushing was performed after given a drip, although the blood return was confirmed on (B)(6) 2018. Same problem occurred when the patient hospitalization on (B)(6) 2018. The catheter was placed on (B)(6) 2018. And it was removed on (B)(6) 2018. The doctor thought that agents in the medication that may crystallize easily, such as (B)(6), may have affected the occlusion. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult infusion was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were abundant throughout the sample. Both blood product residue and crystalline precipitate were observed in the vicinity of the valve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, the sample was nearly fully occluded. Microscopic inspection of the sample confirmed the presence of both biological residue and crystalline precipitate. The primary source of the occlusion appeared to be the crystalline precipitate. The event description indicated that agents in the medication delivered through the sample may have been susceptible to crystallization, and likely caused/contributed to the observed occlusion. The product IFU and nursing guide provide guidance pertaining to occluded catheters. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to infuse saline solution into the catheter when flushing was performed after given a drip, although the blood return was confirmed on (B)(6) 2018. Same problem occurred when the patient hospitalization on (B)(6) 2018. The catheter was placed on (B)(6) 2018. And it was removed on (B)(6) 2018. The doctor thought that agents in the medication that may crystallize easily, such as purine pearlan and meylon, may have affected the occlusion. No patient injury reported.